Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Compromised force sensor alarmed during basic occlusion test due to loose or flush drive support disk. The unit passed displacement test and rewind test. The unit had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system during device rewind process. It was reported that customer was unable to rewind the insulin pump. Customer's blood glucose reading was 350 mg/dl. Nothing further reported.